Event description:
Approximately 6 yrs ago, this male pt was implanted with two gore excluder thoracic endoprosthesis for the treatment of a traumatic ruptured thoracic aorta. In 2006, the pt presented with an unspecified endoleak from the previous rupture site. A decision was made to treat the endoleak. A reintervention was performed to implant two more gore tag thoracic endoprosthesis. Final angiogram identified both devices functioning properly with no evidence of endoleak. Three days following, the proximal tag device reportedly collapsed, almost completely occluding the aorta. At this point, a reintervention was performed to place a medtronic valiant thoracic stent to re-open the collapsed device. This procedure was successful and the pt is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Please note: additional gore devices implanted in this pt (first two devices) gore excluder thoracic endoprostheses pb26-10-00, lot numbers are currently unk.